Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had a medical device inserted into his body to regulate his heartbeat and maintain the proper heart rhythms. It was noted that upon learning that the information regarding the patient¿s medical device was incorrect and misrepresented, the medical product was dangerous, defective and unsafe. Patient had to immediately undergo an additional emergency and unnecessary surgery to correct the defective product. The patient had been injured and damaged. Further information reported the patient¿s injuries and damages would continue to exist accrue likely to cause the patient further health concerns and damages in the future. It was noted that defective medical device was removed and replaced with a properly working medical device. Product was in a defective state.